Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date for tfh212787 is november 18, 2020.

Event description:
A 58-year-old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2018. On june 20, 2024, novocure was informed that on an unspecified date the patient had surgery for removal of cranial hardware (screw) which was threatening to pierce her scalp. Reportedly, the surgery was also likely due to gbm recurrence. The prescribing physician was contacted although was unable to provide further details of the event.